Event description:
An attempt was made to implant an eleventh detachable coil (device in question) in a 22-mm right internal carotid arterial aneurysm. The physician was unable to advance or easily withdraw the coil and during his attempt to withdraw it, the coil stretched. It prematurely detached in the catheter and was partially sticking out of the distal end of the microcatheter into the aneurysm. This coil became stuck in the microcatheter and the system (i.e. Microcatheter and coil) was able to be entirely removed from the patient without any complications. The physician replaced the catheter and successfully finished the procedure. Patient condition was reported as "fine".

Manufacturer narrative:
New information received indicates that the coil (device in question) was partially sticking out of the distal end of the microcatheter and in the aneurysm when it prematurely detached in the catheter. A review of the lot history record was performed on this device lot and no yield or component issues relevant to the complaint were identified at the time of manufacture. This lot had met all specifications upon lot release. A search in the complaint database was performed and no other complaint has been reported for this lot. It was reported that resistance was encountered when the coil (device in question) was loaded into the microcatheter. If excessive force against resistance was used to maneuver the coil (e.g. Advancing/withdrawing the coil), it is possible for the coil to stretch and/or become prematurely detached. The dfu (directions for use) for the device in question states the following as a precaution: "due to the delicate nature of the coils ...", a coil may occasionally stretch while being maneuvered ... If coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the delivery wire. If the coil does not move with a one-to-one motion, or repositioning is difficulty, the coil has been stretched and could possible break. Gently remove and discard both the catheter and coil".